Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An inventory search for companion samples at the distribution centers revealed the entire lot has been sold and distributed. A photo was provided by the clinic; however, the alleged failure cannot be confirmed since there is no apparent leak or any other problem shown in the picture. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed approximately one hour and forty minutes into the treatment. Blood was observed leaking from the red plastic connector on the combiset just outside the blood pump rotor. The leak appeared to be coming from the arterial main line, where it meets the red connector piece. A photo depicting the location of the observed leak was provided for review. The rn said the line did not appear to be loose; the connection seemed secure. There were no alarms from the machine. No leaks were noticed during the priming phase. The rn also stated there were no changes or disruptions in pressure that could have contributed to the failure. The patient¿s blood was returned following the event, and blood loss was minimal. Estimated blood loss (ebl) due to the leak was 20 to 30 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. As a precaution, the patient was given prophylactic antibiotics (route, dose, and type not specified). The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed approximately one hour and forty minutes into the treatment. Blood was observed leaking from the red plastic connector on the combiset just outside the blood pump rotor. The leak appeared to be coming from the arterial main line, where it meets the red connector piece. A photo depicting the location of the observed leak was provided for review. The rn said the line did not appear to be loose; the connection seemed secure. There were no alarms from the machine. No leaks were noticed during the priming phase. The rn also stated there were no changes or disruptions in pressure that could have contributed to the failure. The patient¿s blood was returned following the event, and blood loss was minimal. Estimated blood loss (ebl) due to the leak was 20 to 30 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. As a precaution, the patient was given prophylactic antibiotics (route, dose, and type not specified). The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.